Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was confirmed via returned device analysis. The reported difficult to open or close (gripper actuation-single) could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the difficulty actuating the gripper is due to the broken gripper line. However, a cause for the broken gripper line could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. One (1) echocardiographic video of the reported device was provided. The video provides and lvot view (left) with x-plane (right). The lvot view captures the anterior-posterior cross-section of the valve (short axis). As such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) with the posterior leaflet on the left and the anterior leaflet on the right side of the view. In the lvot view, the clip can be easily visualized attached to the delivery catheter (dc) shaft and actively grasping the leaflets; both leaflets can be seen "bouncing" on top of the clip arms. The anterior gripper (right side) can be seen in the lowered position and moving on top of the anterior leaflet during the cardiac cycle. Presumably, the video was taken while both gripper levers were fully retracted in attempt to raise the grippers; however, the anterior gripper did not raise. This aligns with the reported incident details that "the anterior gripper was permanently lowered even though the gripper lever was retracted all the way". There are no additional observations based on the video.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue and gripper line break. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 with enlarged atrium and prolapsed posterior leaflet. An xtw clip was implanted centrally with no reported issue. A second clip (nt) was advanced medial to the first clip. During grasping attempt, the anterior gripper would not move. Upon further inspection it was obvious that the anterior gripper was permanently lowered even though the gripper lever was retracted all the way. Because the anterior leaflet seemed to be grasped well, and both leaflets were grasped, the clip was implanted in this position. The clip was stable on both leaflets. Final mr was at grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.